Event description:
A non-healthcare professional reported that the system did not recognize patient interface on the right side in the unknown eye of a patient, timing was unknown.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Alcon lensx (site #3008772169) is no longer operational. Lensx manufactured products are maintained and investigated by the alcon research, ltd. Irvine technology center site #2028159). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Upon further review this complaint was reassessed and confirmed that, this event does not meet criteria for reporting as a reportable malfunction as the system froze and it was due to operational problem with the surgeon during surgery. No further regulatory reports required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that the system did not recognize the patient interface on the right side, and the sensor flickered on the service screen after pressing the bayonet ring in the unknown eye of a patient. The timing was unknown. The device was working fine and ready to use.